Manufacturer narrative:
H6 - health effect clinical code: 4581 - decreased vision/cylinder issues. Claim #(B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient had decreased vision/cylinder issues. A suture was placed to tighten the cornea and resolved most of the cylinder issues. Patient is seeing much better. Lens remains implanted.